Manufacturer narrative:
The balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured before insertion. There was no reported patient injury. The deployer was mynx certified. The mynx vcd was prepped according to instructions for use (IFU). Hemostasis was achieved by using manual compression. The patient recovered after the mynx event. Other additional procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot f1911501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Handling factors, such as excessive force used to inflate the balloon, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information available for review suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon of the 6/7f mynx grip vascular closure device (vcd) mynx ruptured before insertion. Hemostasis was achieved via manual compression. There was no reported patient injury. The patient was ok/recovered after the mynx event. The deployer is mynx certified. The mynx vcd was prepped according to IFU instructions. Other additional procedural details were requested but were unknown. The device will not be returned for evaluation because it was discarded by the site.